Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was drawn and allegedly could not be removed. It was further reported that there was resistance when the guidewire was pulled out and it was allegedly found to be stuck in the avulsion sheath. Furthermore, there was detachment at the tip of the guide wire and the guidewire was allegedly found to be stretched. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The guidewire was noted to be stretched at the end and core wire noted to broken and coming out from coil wire. Therefore, the investigation is confirmed for the reported fracture, material separation, stretched and identified deformation and material unravel issues. However, the investigation is inconclusive for the reported difficult to remove and physical resistance issue as provided photos are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was drawn and allegedly could not be removed. It was further reported that there was resistance when the guidewire was pulled out and it was allegedly found to be stuck in the avulsion sheath. Furthermore, there was detachment at the tip of the guide wire and the guidewire was allegedly found to be stretched. The procedure was completed by using another device. There was no reported patient injury.